Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right ventricular lead could not be secured to the pacemaker. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient condition was unknown

Manufacturer narrative:
The reported event of an inability to secure the lead with the set screw was not confirmed. Analysis was normal. No anomalies were found.